Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system. Upon removal the stent appears to have moved on the delivery device. No pt injuries or complications were reported.